Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 14x2.5mm target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50x16mm promus element drug-eluting stent was advanced to treat the lesion. However, the stent was dislodged. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated.   Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the device found that the stent was detached from the sds and damaged its entire length with stent struts overlapping and bunched. The maximum crimped stent profile measurement at the time of manufacture was within specification. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. Stent crimp markings were present on the balloon body indicating that the stent was crimped to the device prior to shipping. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner, outer and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was further reported that the dislodged stent was removed with a snaring device.